Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated summary has been added), h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary the mmt-723lnap will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and persistent low blood glucose events ranging 40¿50 mg/dl after a cardiac event, despite lowering pump settings. The hypoglycemia treated with glucose and carbohydrate intake. The customer noticed a damaged insulin pump. The customer stated the customer did not program the pump themselves. The customer noted they heard the pump ¿click¿ every 40 seconds, indicating to them that the pump was delivering insulin. The event involved product(s) mmt-332a, mmt-397a, mmt-723lnap. Troubleshooting was performed for hypoglycemic event. Customer had been using the insulin pump system within 48hours of reported at the time of event. It was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. The customer noticed multiple cracks, reservoir did not stay in place. The customer reported that the damage was on the case on the reservoir tube side, the case on the battery tube side, and the battery tube threads. No further patient complications were reported. No product replacement or return was required mmt-332a, mmt-397a. Mmt-723lnap was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.